Event description:
In august 1999, cpi received add'l info that the ICD system is till exhibiting atrial oversensing causing numerous mode switches. Atrial sensitivity is already programmed to 'least'.